Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise confirmed at the timing of the t wave in the iegm of hms vt1 monitoring. Reproducible in upper limb raising and arm swing of programmer checks at the hospital visit. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.